Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual, a mechanical and an electrical analysis. The inspection of the lead did not show any deviations which might be related to the lead perforation. In particular, the fixation helix was found flawless. The steroid collar was found damaged, which was already mentioned in the complaint description. This damages resulted most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of about 4 months, a lead perforation was reported. After the explantation an insulation defect on the distal part of the lead was observed. No additional adverse patient side effects have been reported.